Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 did not open. A field service engineer remoted into the device and had the customer to recover the drawer and verified no other issues were present and advised the customer to open another ticket if issue persisted. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.2 did not pop open on its own when triggered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.